Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the lcd board. The pump had minor scratches on the lcd window, a cracked case near the display window corners. Unable to perform functional testing due to the blank display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 176 mg/dl. The customer was advised to insert new aaa alkaline battery and display did not return. Customer was advised to remove the battery for 10 minutes. The customer was advised to clean the battery cap contact with cotton swab and allow at least one minute for the battery contacts to dry. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did not return. The customer was advised that the device would be replaced.